Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not provide the cgm and bg meter readings. Reportedly, the customer changed the sensor to resolve the reported issue. No additional patient or event information was available. A root cause could not be determined.